Manufacturer narrative:
D4 lot #: customer provided a suspect lot# 24k28t293. D4: unique identifier (UDI) # (suspect lot): (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple units of extension sets had air in line, which resulted in underinfusion. The issue was further described: during the priming of an infusion with the filter, it sometimes did not fill properly, suggesting the presence of air. Additionally, when the chemotherapy infusion was completed, a few milliliters remained in the infusion that could not flow because the filter had dried out. It was suspected that the filter might not have been positioned upright during line purging; however, maintaining an upright position was challenging when using a 500 ml physiological solution. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4: the suspect lot was manufactured on november 2024. H11: the actual device was not available; however, retained samples were evaluated. Visual inspection of the retained samples was performed and no abnormalities were found that could have contributed to the reported condition; the units met specifications. The retained samples were also leak tested under water and no leaks were observed. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lot. Should additional relevant information become available, a supplemental report will be submitted.